Event description:
It was reported the pt experienced a loss of stimulation coverage to his right side and the physician determined the lead had migrated. The physician explanted the lead, removed scar tissue from the area and implanted two different model leads on (B)(6) 2012. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.